Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: additional information b5: subsequent follow-up with the customer, additional information was received regarding the event. The reporter stated that "saw blades were not saved, they were discarded at the end of the case. Sasi's interface with the saw becomes loose over time, they don't physically break." D4: the lot number and expiration date were reported as unknown on the initial report; and has been updated accordingly. Therefore, the UDI has been updated accordingly.

Event description:
It was reported that the robotic assisted saw handpiece device could slightly move when attached to robotic assisted saw interface device (sasi) left. It was reported that the event did not occur during a surgical procedure. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Event description:
Updated event description. It was reported that the robotic assisted saw handpiece device could slightly move when attached to robotic assisted saw interface device (sasi) left. It was reported that the latching mechanism had loosened over time. It was reported that during inspection 2x additional unk-velys-sasi devices were also loose. It was reported that the event did not occur during a surgical procedure. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: during subsequent follow-up with the reporter additional information was obtained. Therefore, the event description updated.